Event description:
The patient reported her insulin infusion device has a big brown spot in the middle of the lcd screen. She stated the device was not dropped or exposed to water. She said the screen is not visibly damaged and does not have a crack in the display but the spot will not go away. She stated she has switched to her backup infusion device. The patient did not report blood glucose concerns related to this issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.